Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany, indicate there is insufficient information provided to determine the cause of this event.

Event description:
The surgeon has experienced teflon debris in the wound after removing the guide wire. This event did not cause any adverse consequence to the pt or surgical delay.